Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy targeting the renal pelvis, an ngage nitinol stone extractor was observed damaged and separated. A new ngage nitinol stone extractor was used instead to complete the procedure. No adverse events to the patient were reported. The patient did not require any additional procedures.

Event description:
Additional information received 25oct2021. The device was tested in the uncoiled position prior to use and the basket functioned properly. Half of the stones were in the right inferior calyx of the kidney were crushed by the laser and the laser was used to continue crushing stones in the upper space. The stone in the superior calyx of the kidney was also crushed and while retrieving it, the user noticed that the basket was not grasping the stone or the basket was difficult to close. There was no separation as previously reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D10: concomitant products - olympus medical urf-v2 or urf-p6 scope. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during a transurethral lithotripsy, the basket of an ngage nitinol stone extractor was not grasping the stone or the basket was difficult to close. The device was tested in the uncoiled position prior to use and the basket functioned properly. Half of the stones were in the right inferior calyx of the kidney were crushed by the laser and the laser was used to continue crushing stones in the upper space. The stone in the superior calyx of the kidney was also crushed and while retrieving it, the user noticed that the basket was not grasping the stone or the basket was difficult to close. A new ngage nitinol stone extractor was used to complete the procedure. No adverse events to the patient were reported. The patient did not require any additional procedures. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in opened packaging in the clamshell. The handle was able to actuate the basket. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to be functional when tested in the laboratory environment, opening and closing when the handle was functioned. It was observed that the basket wires did not form the proper basket shape when in the open position. There was slight damage to the sheaths that hold the basket wires in place, causing the basket deformation. The provided information stated the device initially functioned normally, but lost function during use. It is possible that procedural factors such as the size and shape of the stones led to the basket wire sheath damage, but there was not enough information / evidence available to make a conclusive determination of the cause. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.